Event description:
Leaking container of steris sterilant found when putting supplies away in or processing room. Very strong irritating fumes from product caused this or to be shut down. The produt was immediately immersed in water. Safety officer was called. They inspected the storage area and emergency product seven other leaking containers were found in a total of thirty - lot # 0706. They were all removed from the area. The product was found stored upside down. Awaiting response form co on handling and storage and packaging. Extra ventilation fans have been requested.